Event description:
It was reported that a catheter issue occurred. The patient was being treated for thrombosis. The 56% stenosed lesion was moderately tortuous and mildly calcified inferior vena cava (ivc). An opticross 18 catheter was used for ultrasound examination of the target lesion. While advancing, the catheter got coiled around another catheter the was in the ivc. An attempt was made to uncoil, advance and retract but nothing worked so both catheters were removed together, severely delaying the case. The opticross was noted to be kinked mid shaft. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The patient was being treated for thrombosis. The 56% stenosed lesion was moderately tortuous and mildly calcified inferior vena cava (ivc). An opticross 18 catheter was used for ultrasound examination of the target lesion. While advancing, the catheter got coiled around another catheter the was in the ivc. An attempt was made to uncoil, advance and retract but nothing worked so both catheters were removed together, severely delaying the case. The opticross was noted to be kinked mid shaft. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
B1 adverse event/product problem: corrected the device was returned for analysis. Visual inspection revealed the sheath and imaging window were kinked and the catheter was twisted at the lap joint section.